Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a straight ratcheting handle was found to stick during a routine inspection. There was not a patient present at the time of discovery.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned handle was evaluated. Rust was found on the internal ratcheting mechanism, preventing the handle from ratcheting correctly. The cause of this type of rust has been attributed to incorrect dry times used by the sterile processing departments within various hospitals; the dry times used do not meet the requirements of the IFU, so the devices are not fully dried and then rust over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a straight ratcheting handle was found to stick during a routine inspection. There was not a patient present at the time of discovery.